Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the devices were returned and reported to have contributed to the drill bit not easily passing through the distal static locking hole. The complaint condition for the 03.010.046 lot number 8973980 percutaneous insertion handle, 03.010.063 lot number 1639501 12.0mm/8.0mm protection sleeve, 03.010.065 lot number 1639319 8.0mm/4.2mm drill sleeve, and the 03.010.070 lot number 5619123 4.2mm trocar, 03.010.061 lot number pe02158 4.2mm three-fluted drill bit, 03.010.146 lot number u197773 cannulated connecting screw, and the 03.010.048 lot number 9088834 recon locking aiming arm. This condition is unconfirmed; when tested with a 04.003.245 lot number 7533617 titanium cannulated lateral entry femoral recon nail the devices align properly with each of the nail¿s locking holes. It is likely that soft tissue obstructed the path of the locking screws or that the aiming devices were not fastened together entirely leading to this complaint condition. The 03.010.048 aiming arm was manufactured in 9/2014 and is less than a year old. The aiming arm is in very good condition. The 03.010.046 insertion handle was manufactured in 8/2014 and is less than a year old. The insertion handle is in very good condition. The 03.010.063 protection sleeve was manufactured in 2/2007 and is over eight years old. The protection sleeve is in fairly worn condition with several scrapes and nicks along its length. The 03.010.065 drill sleeve was manufactured in 2/2007 and is over seven years old. The drill sleeve is in fairly good condition showing very few signs of wear. The 03.010.070 trocar was manufactured in 10/2007 and is over seven years old. The trocar is in fair condition with scrapes and markings along its length. The 03.010.146 connecting screw was manufactured in 8/2014 and is less than a year old. The device is in fair condition with some signs of wear distally. The 03.010.061 drill bit was manufactured in 11/2014 and is less than a year old. The device is in fairly worn condition and shows some wear and discoloration at the distal tip. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. In addition, the condition of the returned device does not agree with the complaint description. The complaint condition for this device cannot be replicated. This investigation summary was approved. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intramedullary (im) lateral entry femoral nailing the drill bit would not easily pass through the nail, it hit the nail when drilling for the distal static locking screw. The surgeon used the triple sleeve and manipulated it in all directions until it found a hole. Once drilled the screw was inserted without difficulty. This procedure was successfully completed with a twenty (20) minute surgical delay. The patient status/outcome was reported as fine. This is report 5 of 8 for (B)(4).

Manufacturer narrative:
Additional narrative: additional product code: fsm. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.